Manufacturer narrative:
(B)(4): note that manual delivery is available if needed, such as if there would be no automated air flow; manual delivery is a normal part of the use for every pt; and the IFU for this device specifies that there be an attendant clinician. A follow-up report will be submitted once the investigation is completed.

Event description:
A user reported no flow from the machine even in emergency fresh gas flow. There was no adverse impact on the pt. We do not know whether the clinician may need to switch to manual delivery or change anesthesia system if this were to recur. This problem occurred during the first uses of this device and has not recurred since the users have become more experienced. The device remains in use and has needed no repair.